Event description:
It was reported that (B)(6), a ccl technician calling from the ICU, was troubleshooting a battery issue on a 98xt pump that had been converted to run with a fiber optic (fo) system. He stated that although the battery indicated a full charge, it depleted to nearly empty within a few minutes after disconnecting from ac power. (B)(6) mentioned that a cs300 pump was available to transfer therapy, as the patient needed to be transported within the hospital for a CT scan. Upon powering on the cs300, a ¿battery maintenance required¿ message appeared. He verified that the battery on this unit remained fully charged during the call and did not show any signs of rapid depletion. The therapy was successfully transferred to the cs300 pump, allowing safe patient transport to the CT department. (B)(6) provided the necessary details for servicing both pumps and for complaint documentation. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had a battery issue on a 98xt pump that was converted to run fo. The battery was showing fully charged but when unplugged from the ac power it depletes down to almost nothing within a matter of minutes. The customer mentions they had a cs300 to transfer the therapy to because the patient needed to be transported to get a CT scan. Upon powering the cs300, it states "battery maintenance required", they were directed by personnel to verify the battery did not deplete quickly on the unit and it seemed to stay charged during the time on the phone with the customer. Therapy was converted to the cs300 pump with the maintenance message so they could transport the patient to CT.